Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed a "check pads" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. The r series device meets standards and specifications. It is not unexpected for a device to experience artifact in the presence of electro magnetic interference (emi) when in use with a bovie cautery machine no trend is associated with reports of this type.